Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient got a message on the patient programmer that said internal device has lost all data and to call their clinician. Patient also said they were getting sharp stabs near the implant site. Patient reported that they were notified by their health care provider (hcp)  that their wire was loose sometime this year, but they were also notified of the issue sometime before that. Patient reported they were scared that their stimulation will be too high and that they won't be able to make adjustments . Agent reviewed message and possibility that the wire is dislodged. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: event date is not known. Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 3889-28 (lot: v718507); product type: 0200-lead; implant date (B)(6) 2011. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.